Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports the system fluoro failed during an unknown procedure. Staff moved the patient to another room and completed the procedure without incident. No reported injury.